Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in the (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the heater-cooler would not warm in a timely manner during a procedure. The unit was changed out and the procedure continued without any problems. There was no patient injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in the (B)(6) this medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the heater-cooler would not warm in a timely manner during a procedure. It took 30 minutes to warm one degree. The unit was changed out and the procedure continued without any problems. A few days later it was reported that the cardioplegia side would not heal. The service representative could not reproduce the problem. The ribbon cable was replaced as a precaution since this could cause the reported problem, the unit was tested and then returned to service. No report of re-occurrence has been received. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group received a report that the heater-cooler would not warm in a timely manner during a procedure. The unit was changed out and the procedure continued without any problems.